Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. Visual inspection of the as returned product identified the implant had an abutment attached (unrelated to the reported events) to the drive feature. The abutment and had significant gouges and the retaining screw was stripped, likely from the retrieval process. There were signs of use, dried blood and bone residue around the implant. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The abutment was unable to be removed from the implant due to a severely worn screw hex within the abutment. The reported device was measured and although implant length could not be accurately measured, the device was verified to match width specifications. The reported device was located on tooth # 4 and was implanted for 9 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant had to be removed due to peri-implantitis. The reported device was returned and the reported complaint could not be verified as the device did not malfunction. Pictures or x-rays were not provided by the customer and medical events are not verifiable. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k: k011028, k013227. The following information is unknown at the time of this report: the reported device has been received. Investigation has not begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the implant at tooth location 15 was removed due to peri-implantitis.